Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322. Physical inspection found that the upper latch switch bracket screws were loose, allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper auxiliary was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
A system error 322 alarm was found in the history log of a pump that was evaluated during a site visit. Any patient involvement, injury or medical intervention is unknown.